Event description:
Caller reported blood glucose results of 277 mg/dl and 107 mg/dl within 5 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 277 mg/dl and 110 mg/dl within 5 minutes on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.